Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted upon interrogation that the right ventricular lead's pacing lead impedance and capture thresholds were high and above the normal range. The lead was capped (B)(6) 2019 and replaced. The patient was stable.